Event description:
It was reported by the customer that a pyxis medstation es system pockets popped out automatically. During device inspection, a field service engineer found that smoke was coming out of the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the controller boards and ribbon cables were melted due to the liquid medicines spilled behind the matrix drawer. A field service engineer replaced the station to resolve. The system functioned as intended.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer spilled liquid medications behind a drawer, then shut drawer causing the medication to explode and spray all over the controller boards in the back of the station. The liquid caused both matrix controller boards to catch fire and produce flames and smoke which circulated through the station and filled the station and power supply with black smoke and soot. Ribbon cables and controller boards were melted by the fire. The field service engineer suggested replacing the entire station to resolve the issue

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system pockets popped out automatically. During device inspection, a field service engineer found that smoke was coming out of the station. There were no adverse events or injuries reported based on this event.